Event description:
It was reported that there was an overinfusion with the infusion pump. The pump programmed to delivery 250 ml of reopro solution at 21 ml/hr. Approx 5 hr and 45 minutes later the pump displayed 131 ml yet to be delivered, however only 50 ml was visually remaining in the IV bag. There was no compromise to the pt. No medical or surgical intervention was required.